Manufacturer narrative:
A review of the data by ts discussed the case and inquired regarding possible changes with the patient in late (B)(6) 2015 when intermittent pacing impedance changes occurred. Ts discussed possible testing to be performed to determine the root cause of this case. At this time the system remains implanted.

Event description:
Boston scientific received information that an alert was triggered on the home monitoring system due to out of range pacing impedance measurements on the right ventricular (rv) lead. The rise appears to have occurred mid november 2015, and since then there had been six sudden changes in pacing impedance measurements, with the latest measurement falling out of the normal value. It was noted that the values for the pacing impedance measurements return to normal values between the sudden changes. It was noted that the r wave amplitudes were variable but stable and the shock impedance measurements and pacing thresholds have been stable. The patient as not pacemaker dependent. Possible provocation testing will be performed and reports have been sent to boston scientific technical services (ts) for review. No adverse patient effects were reported.

Manufacturer narrative:
Additional information provided noted that the clinic had taken the steps outlined by ts, but continue to have intermittent high pacing impedance measurements. Further information was requested from ts about how to monitor this patient and next steps.

Manufacturer narrative:
Additional information noted that a revision took place. Interrogation showed pacing impedance measurements had remained reasonably stable. The shock values also appeared within range, and fluoroscopy showed that the lead pin was beyond the connector block of the device. Upon opening the pocket it was confirmed by a tub test that the lead was well connected to the device header. Normal values were seen on the pacing system analyzer (psa) and the device once again after the lead was re connected. Due to the fact that no fault was seen on the device or lead it was suspected to be an issue with the sprint connection in the header, thus it was elected to replace the pace/sense of the lead and the device. The pace/sense portion of this rv lead was surgically abandoned and left insitu, while the device will be returned. A new pace/sense and new device showed satisfactory values. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information noted that no x-ray was performed and the physician will continue to monitor the patient.

Manufacturer narrative:
Additional information noted that no further changes to the system and continued monitoring.

Event description:
--

Manufacturer narrative:
Additional information noted that ongoing out of range pacing impedances were noted and an x-ray did not show any issues. Ts discussed the case and possible root cause of the observations. The field representative also discussed adding a pace/sense portion of the lead. At this time no changes were made and the system remains implanted.

Event description:
--

Manufacturer narrative:
Additional information noted that ts discussed the case with the clinician. Ts noted that the rvat had the right number of successful tests, if there was a lead issue some failed tests would have to be seen which would increment the number. No noise was seen on the rv lead, and the patient confirmed there was trauma experienced in the december 2015 timeframe. Ts discussed to continue to monitor the patient and possibly programming the red alert for nonphysiologic noise signals. Ts also noted that the device is beeping which can be avoided when relying on the latitude system when there is an ongoing issue. The clinician noted that an x-ray will be performed at the next follow up.

Event description:
--